Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a failed cable connecting the processor board to the motor controller board. The archive data review indicated system error 71 (motor drive train command issue), confirming the reported complaint. The autopulse platform failed functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering on, confirming the reported complaint. The failed cable was replaced to address the system error. After replacing the failed cable with a functional one and clearing the system error using the apvision3 software, the platform was extensively tested with the large resuscitation test fixture (lrtf) and three fully charged batteries. No further errors were encountered during testing. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
Business partner reported that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" upon powering on. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.